Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: >7.5, 3.7. Pt's therapeutic range: 2.0-3.0 inr. Pt was treated based off of the second result on (B)(6) 2011. Two days after inratio readings, pt was admitted to the hospital for bleeding.